Event description:
Patient spontaneously reports that a couple weeks ago (exact date not provided), she had a leaky tubing. Rph asked if she wanted a replacement, and patient said no, since she just received supplies to replace it. She just wanted to make us aware. No adverse events reported. Lot number not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when event occurred is unknown. No additional info, details, or dates available. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? No. Is the actual product available for investigation? Unknown. Did we replace the product? Yes. Did the patient have a backup product they were able to switch to? Yes. Was te patient able to successfully continue their therapy? Yes. Is the therapy life-sustaining? Yes. What is the outcome of the event? Resolved. (B)(6) by: patient caregiver.